Event description:
A pt service rep (psr) contact zoll customer support while assisting a (B)(6) female pt to report that the battery charger cable was damaged. The pt was issued a replacement battery charger.

Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) has been completed. The reported problem (damaged power cord) has been confirmed. As rec'd, the charger would not charge. The cause of the inability to power on is a defective power unit. The cause of the defective power unit for the disconnected pins cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the defective power unit. The pt rec'd a replacement battery charger.